Manufacturer narrative:
(B)(4). Batch # w90u8c. The handpiece was received with nose cone slightly cracked. The handpiece was connected to a test device and tested on a gen11. The handpiece was functional. The handpiece was disassembled to inspect the internal components and no anomalies were found. No conclusion can be made as to why the nose cone got separated. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the hand piece was not working. No further information. They finish the case with another handpiece 40 uses left. No harm on the patient.